Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted crystallized blood and contrast visible in the inflation lumen and hub, consistent with preparation and a leak while in the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. A new indeflator filled with water was used to pressurize the stent delivery system (sds); however, the sds could not be pressurized due to the contrast. The sds was left pressurized to dissolve the contrast and after 48 hours the contrast dissolved. There was a tear in the outer member, 7 mm in length, 10 cm proximal to the proximal balloon seal. The inner member was not torn, but it was scraped. The distal shaft was cut 5 cm proximal to the proximal balloon seal. The balloon was inflated using a luer and there was no rupture noted to the balloon. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. There was no report of any leaks or damage noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. The patient anatomy was reportedly mildly tortuous and moderately calcified, which likely contributed to the reported difficulties. In this case, it is likely that the balloon material was damaged (scratched) during interactions with other devices, or the calcified lesion during advancement in the anatomy. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures or tears in the shaft for this lot. In this case, the reported difficulties appear to be related to the operational context of the procedure. All stent delivery systems are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure and catheter lumen integrity.

Event description:
It was reported that during attempted deployment of the 2.5 x 28 rx promus stent in the distal left anterior descending artery, the balloon was inflated to 12 atmospheres but the stent did not expand. Balloon rupture was suspected. The stent system was removed from the anatomy. Another promus stent system of the same size was advanced but could not cross the lesion. The stent system was removed from the anatomy and pre-dilatation was performed using a non-abbott balloon. The stent system was re-introduced but could not cross the lesion. The physician removed the stent system and outside of the anatomy flared stent struts were observed. A 5 f non-abbott microcatheter was introduced and another new promus stent system was advanced successfully to the target lesion. The stent was deployed successfully; post dilatation and ivus were performed. There was no adverse patient effect and no reported significant clinical delay in the procedure. Though requested, no additional information was provided.